Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported two hospitalizations in the last 6 weeks due to high blood glucose and ketoacidosis. The blood glucose reading was 416 mg/dl at the time of admissions. Customer initially called requesting assistance on how to program her basal rates. Customer stated that her insulin pump was not working properly. Nothing further was reported.